Event description:
It was reported that the patient was having difficulty communicating the remote control to the ipg. The patient was also having difficulty charging the ipg and as a result the patient was not feeling any stimulation. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty communication ipg to the remote control. The patient was also having difficulty charging the ipg as a result the patient was not feeling any stimulation. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed and showed that the device was damaged during the explant procedure. The case was punctured by a surgical tool and glutaraldehyde solution seeped into the titanium can of the ipg during the cis (complaint investigation site) decontamination. The device would not be charged or linked due to the damaged circuit. The patient data retrieval failed using an external power supply. With all the available information, boston scientific was not able to confirm the reported event due to the inability to investigate the ipg. Review of the DHR confirmed this device met specifications prior to distribution and there were no manufacturing deviations, which could have contributed to the reported event. Therefore the probable cause could not be established.